Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, anemia, dysfunctional uterine bleeding, tiredness, fatigue and endometriosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), fatigue ("fatigue"), abdominal distension ("bloating/ severe bloating"), feeling abnormal ("brain fog"), autoimmune disorder ("autoimmune symptoms"), tooth fracture ("broken teeth"), gastrointestinal disorder ("gi issues"), abnormal weight gain ("abnormal weight gain"), ovarian cyst ("ovarian cyst"), dysmenorrhoea ("dysmenorrhea"), adhesion ("adhesions-scar tissue on other organs"), vision blurred ("blurred vision") and complication of device removal ("one of the coil was not removed with hysterectomy") and was found to have weight increased ("continuing to gain weight"). The patient was treated with surgery (ablation and vaginal hysterectomy and fallopian tube removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, fatigue, abdominal distension, feeling abnormal, autoimmune disorder, tooth fracture, gastrointestinal disorder, abnormal weight gain, ovarian cyst, dysmenorrhoea, adhesion, vision blurred and complication of device removal outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, abnormal weight gain, adenomyosis, adhesion, autoimmune disorder, complication of device removal, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, ovarian cyst, pelvic pain, tooth fracture, vision blurred and weight increased to be related to essure (ess205). The reporter commented: she had hysterectomy 5 years ago and haven¿t felt right since right since. I have one of the coils still inside me. I had surgery last week. The coil was still in fallopian tube which doctor removed. So far I am feeling better. Discrepancy noted in essure removal date (B)(6) 2015 and (B)(6) 2020. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dysmenorrhea. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media record: weight gain, complication of device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events¿ complication of device removal and weight gain were added.¿ reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, anemia, dysfunctional uterine bleeding, tiredness, fatigue and endometriosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), fatigue ("fatigue"), abdominal distension ("bloating/ severe bloating"), feeling abnormal ("brain fog"), autoimmune disorder ("autoimmune symptoms"), tooth fracture ("broken teeth"), gastrointestinal disorder ("gi issues"), abnormal weight gain ("abnormal weight gain"), ovarian cyst ("ovarian cyst"), dysmenorrhoea ("dysmenorrhea"), adhesion ("adhesions-scar tissue on other organs") and vision blurred ("blurred vision"). The patient was treated with surgery (ablation and vaginal hysterectomy and fallopian tube removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis, fatigue, abdominal distension, feeling abnormal, autoimmune disorder, tooth fracture, gastrointestinal disorder, abnormal weight gain, ovarian cyst, dysmenorrhoea, adhesion and vision blurred outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, adenomyosis, adhesion, autoimmune disorder, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, ovarian cyst, pelvic pain, tooth fracture and vision blurred to be related to essure (ess205). The reporter commented: she had hysterectomy 5 years ago and haven¿t felt right since right since. I have one of the coils still inside me. I had surgery last week. The coil was still in fallopian tube which doctor removed. So far I am feeling better. Discrepancy noted in essure removal date (B)(6) 2015 and (B)(6) 2020. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet and medical record was received. Event added from pfs- autoimmune symptoms, pain, broken teeth, gi issues, abnormal weight gain, ovarian cyst, tissue adhesion, blurred vision. And ablation were added. Reporter information, medical history, essure insertion and removal date were added. Fu 02 and 03 was processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), fatigue ("fatigue"), abdominal distension ("bloating") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, adenomyosis, fatigue, abdominal distension and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adenomyosis, fatigue, feeling abnormal and genital haemorrhage to be related to essure. The reporter commented: she had hysterectomy 5 years ago and haven¿t felt right since right since. I have one of the coils still inside me. I had surgery last week. The coil was still in fallopian tube which doctor removed. So far I am feeling better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Events" fatigue, feeling abnormal and abdominal distension" were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.